Event description:
It was reported that the device will not hold charge. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device will not hold charge. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of will not hold charge was not confirmed. On 29-aug-24, pcu was received unboxed and with paperwork. Unit may not have been charging due to corrupted logic board software. Battery passed reconditioning and voltage tests. Faulty pcu logic board. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed pcu logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Investigation summary: field technician stated issue of will not hold charge was not confirmed. On 29-aug-24, pcu was received unboxed and with paperwork. Unit may not have been charging due to corrupted logic board software. Battery passed reconditioning and voltage tests. Faulty pcu logic board. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed pcu logic board. Failure investigation report attached to qn in sap. Root cause: unit may not have been charging due to corrupted logic board software. Defective material from supplier.

Event description:
It was reported that the device will not hold charge. There was no patient involvement.